Event description:
It was reported that the customer experienced high blood glucose levels, and the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 469 mg/dl. The customer's wife stated that the device had also alarmed no delivery and button errors during previous events. No significant events leading to the alarm were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.